Manufacturer narrative:
This MDR was generated under protocol (B)(4)as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the device was cracked on right plunger case and battery door. Case bottom cracked by l bracket and left plunger case flippers were sticking. During power up process, the reported problem was duplicated. The root cause of the reported issue was found to be the interconnect board does not operate as intended. Replaced interconnect board. Performed power up process and all functional testing which passed.

Event description:
It was reported that the battery is not communicating. No patient injury was reported.